Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiac arrest, uncontrolled diabetes, and ischemic cardiomyopathy. The system was explanted on an unknown date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.